Event description:
It was reported that a malfunction alarm occurred, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, provided pump reset information, and confirmed that the customer could continue using the pump as the malfunction did not recur after reset. The customer was advised to call back if any malfunction code reappeared and acknowledged this guidance.